Manufacturer narrative:
(B)(6). This device is same and/or similar to a device approved for distribution in the us.

Event description:
It was reported that a cadd-legacy® plus pump alarmed while an ac adaptor was attached to it. The alarm sounded a second time with the error message "no disposable, pump won't run". The cassette was discarded. No injury was reported.